Event description:
It was reported by service report that the bed exit was inoperative. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - scale required calibration.